Manufacturer narrative:
A facility reported that blood/fluid backflow was observed in the irrigation pump tubing during a procedure while using medivators endogator auxiliary water jet connector. The initial report included photographic evidence of the tubing and connector involved in this incident. It is unknown if the facility replaced/switched out both the tubeset and auxilliary connector after the procedure as instructed in medivators endogator endoscopy irrigation tubing IFU. There is potential cross contamination between patient procedures. Medivators was unable to confirm if the facility was using the endogator auxiliary water jet connector with medivators endogator tubing which it is specifically intended for use with, thus potential off label use of the device. To date, there have been no reported illnesses or injuries as a result of this incident. This complaint will continue to be monitored within medivators complaint system.

Event description:
A facility reported blood/fluid backflow in the tubing to the pump during a procedure using medivators auxiliary water jet connector. There is potential for patient cross contamination.